Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown , batch no: unknown. It was reported that wheals from reaction. Verbatim: wheals from reaction.